Event description:
It was reported that the patient presented at the hospital for a right ventricular (rv) lead revision due to a high, out of range pacing impedance. The rv lead was successfully capped on (B)(6) 2025. The patient was stable.